Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the product during surgery. Additional surgery was needed to remove the broken tip.

Manufacturer narrative:
Alleged failure: a product broken during surgery. Dr. Didn't notice the issue and finished operation. After x-ray chaking, dr. Noticed it and took revision. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the product during surgery. Additional surgery was needed to remove the broken tip.